Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that many bd insulin syringe with ultra-fine¿ needle(s) were not sealed properly. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Upon further review, open polybags are not considered a sterile breach, these complaints were over-reported. This complaint is not reportable.